Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator inoperative condition occurring. A duplicate notification was created in error and the findings of that evaluation were submitted on MDR 2518422-2022-10146.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.